Event description:
The following information was provided: this pi is for the 2026 revision. I received my first stryker hip replacement in 2001 due to severe arthritis. It was perfect in every respect and was life changing until (B)(6) of 2013 when the glue in the femur failed allowing the stem to move freely. Immediate revision was carried out utilising an exeter stryker stem. It was again excellent until thursday 19 february when early in the morning as I stood motionless beside my bed to dress I suddenly and without any prior indication heard a strange sound as my right leg dropped. I broke my fall by holding my bedside cabinet. At this time I was standing upright, feet slightly apart and leant forward about thirty degrees. My immediate thought was that I had dislocated my joint. I was unable to stand or take and weight on my leg so after talking to my gp on the phone which was fortunately on the bedside table I was uplifted to the emergency department of (B)(6). I advised the admitting doctor of my history and was then taken for x ray which revealed the stem had fractured. Now the interesting part, who implanted both previous prosthesis¿s was retired but commented that he had never experienced nor heard of such an experience. Further, his knowledge was shared and agreed by three other orthopaedic surgeons approached to operate. Dr agreed to operate on saturday afternoon and again he informed me that he had not heard of a fracture like mine. The operation so far has been a complete success although it¿s early days but I¿m hoping it will be the same as my past excellent experience. The stem is now at the laboratory of (B)(6). If required I can supply x rays of the fractured stem pre operation.